Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on an unknown date under general anesthesia. According to the complainant, the hta case was successfully completed without any issues. The patient reported was to be premenopausal and presented with heavy bleeding and anemia. The physician performed biopsy with frozen section with a benign result. Forty-eight (48) hours post procedure the patient went to emergency room (ER) complaining of fever, worsening anemia, and uterine tenderness. The patient was required three day admission and blood transfusion for anemia. Additionally, pathology report showed positive for cancer. The patient was reported to be doing fine.